Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated but was verified from the alarm history. The problem is caused by defective plunger flippers. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the plunger position was not in place. There was no patient involvement.